Event description:
The customer originally returned their olympus endoeye flex deflectable videoscope due to a compromised image noted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that no image was appearing at all, and the unit was displaying an e216 error message. This report is being submitted to capture the no image and e216 error noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, no image was present along with a e216 error code. Additionally, the water tightness was not maintained due to holes in the curved rubber. The adhesive was missing from the curved rubber portion of the device. Scratches were present on the video cable as well as the curved rubber portion of the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of charged coupled device (ccd) unit, failure of internal board of scope connector, or the system. Olympus will continue to monitor field performance for this device.